Manufacturer narrative:
The report previously reported as uno recall, now it was updated and corrected. In box b, box g and box h sections was updated/corrected and also appropriate codes has been updated.

Event description:
The manufacturer became aware of allegations, for a ds2adv auto CPAP device. The user also alleges lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report (device) problem code grid was wrong in this report, now code is corrected. In box b, box g and box h sections was updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.